Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-operative a laparoscopic bariatric bypass procedure, there was bleeding. It was no specified whether it was from gastro-entero or entero-entero anastomosis. Clinical intervention was performed to prevent a permanent impairment of a function.